Event description:
Per the info provided to co by the physician's office, the device was removed due to a "failed pump." As reported to co, only the pump was removed and replaced, leaving the rest of the device in place. 5/13/97 - in the operative report the physician/surgeon stated ..."a hole could be seen in the tubing going to one of the cylinders. The pump was removed. A new pump was attached. The prosthesis worked properly. There were no leaks anywhere else in the system.